Event description:
It was reported that a clinical study patient experienced a myocardial infarction and underwent angioplasty with placement of 4 cardiac stents about fourteen (14) days after initial left total hip arthroplasty. At the next follow up two days later, the patient was doing well with no further cardiac complications. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Side effects of the administration of anesthesia are a known cause of chest pain, EKG changes, and myocardial infarction (heart attack) during the intraoperative and postoperative recovery. Elective total joint patients typically have a cardiac workup prior to surgery to assess the patient¿s physical readiness for surgery, hence reducing their risk for these cardiac related complications. Patients are at the highest risk immediately post op but continue to be at risk for several weeks after the procedure. As the reported complaint indicated, a cardiac postoperative complication developed two weeks postop, necessitating medical treatment to preclude further deterioration. The medical records also indicate that four cardiac stents were required which are placed due to narrowing of the vessels to treat atherosclerosis or plaque build up in the vessels which cause the narrowing and indicate underlying comorbidities prior to the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a clinical study patient experienced a myocardial infarction fourteen (14) days after initial left total hip arthroplasty. No further information has been provided to date. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - g7 pps ltd acet shell 58g, item# 010000666, lot# 7128460; g7 vit e neutral lnr 36mm g, item# 30103607, lot# 65224087; tprlc 133 t1 pps ho 18x156mm, item# 51-104180, lot# 6966785. G2 ¿ foreign ¿ the netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.